Event description:
The user facility reported that the 87-year-old female patient's vessel was small in diameter and was damaged during impella insertion. The vessel was surgically repaired and support with the implanted pump continued. The patient later passed away during support, however, there was no allegation or evidence of association with the impella pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported vascular damage - peripheral vessel has been completed since the original report was filed. The pump was not returned for investigation. According to clinical details, the vessel was damaged during insertion. The cause of the vascular damage issue was most likely use related, as excessive force was applied during insertion. Subsequently, the doctor discovered that the patient had a small vessel diameter.